Manufacturer narrative:
Product complaint (B)(4) investigation summary the instruments were reported for an unknown reason. It did not happen in surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that baseplate inserter rod had the tip stripped. No other defect was found. The observed damage can be attributed to a combination of heavy usage and impacting the device before is fully threaded. A dimensional inspection for the baseplate inserter rod was not performed as it is not applicable to the complaint condition the overall complaint was confirmed as the observed condition of the baseplate inserter rod would contribute to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The instruments were reported for an unknown reason. It did not happen in surgery. Visual analysis of the returned sample revealed that baseplate inserter rod had the tip stripped. No other defect was found.